Event description:
An initial event notification was received by sequel med tech, llc on 03-may-2026 and forwarded to millyard advanced medical products, llc on the same day. On (B)(6) 2026, the user reported that their glucose had been higher than usual over the past week, with values reaching 320 mg/dl. The user also noted prolonged bolus delivery times by their twist pump and administered a manual insulin injection to help correct the hyperglycemia. The user reported routinely changing their twist cassettes and cleo 90 infusion sites every 1-2 days and rotating infusion sites on the left side of their abdomen. During this time, the user received intermittent line blocked alarms, which resolved by changing the twist cassette and infusion sets. On (B)(6) 2026, the user reported that they received persistent line blocked alarms and experienced elevated glucose values up to 400 mg/dl, despite changing supplies (infusion site, infustion set tubing, twiist cassette), switching to a new vial of insulin, and rotating infusion sites between their abdomen and thigh. The user also reported hearing "chirping" and "beeping" sounds while receiving boluses from their twiist pump. The user again treated their hyperglycemia with a manual insulin injection. The user denied symptoms of hyperglycemia and did not require emergency medical services, stating they had ketone testing supplies on hand if needed. The user reverted to their backup insulin therapy (lantus and novalog pens) while awaiting a replacement twiist pump.

Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the patient's hyperglycemia could not be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. At this time, no components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.